Manufacturer narrative:
Device evaluated by MFR.: the packaging was received opened. The device was returned still within the carrier tube had not been used. A visual and microscopic examination identified that the inner packaging had been opened. Hair like foreign matter was identified attached to the outer carrier tube. No issues were noted with the inner pouch that could have contributed to the complaint incident. A visual examination identified the foreign material to be approximately 16mm in length and black in colour. The foreign matter was microscopically inspected and was determined to be human hair as a bulbous root was identified at the proximal end of the hair. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is undeterminable as review and analysis of all available information failed to indicate a root cause or probable cause. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile packaging. A 5.0 x 80, 75cm mustang¿ balloon catheter was selected for use. However, during unpacking, a small hair was found inside the sterile packaging of the device. The device was not used for the procedure. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile packaging. A 5.0 x 80, 75cm mustang balloon catheter was selected for use. However, during unpacking, a small hair was found inside the sterile packaging of the device. The device was not used for the procedure. No patient complications were reported.